Event description:
Provider placed cervical ripening cook balloon. Approximately 1830 provider was called to room to evaluate leaking of fluid. Upon further investigation, provider discovered that vaginal balloon had ruptured. Balloon was not replaced. Ref 14516760. FDA safety report ID# (B)(4)..